Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech called in for help on 8100 bd unit serial # (B)(4). Case resolution: tech is report when he set a line on 8100 unit try to run a test he gets "check in line" before call in he replace both pressure sensors and still unable to run anything on unit gets the same error, ask tech to check the sears on door latch & ail sensor he said both are ok, check warranty on unit one has expire on 6/25/2019 transfer tech to services repair to check if they purchase ext. Warranty.